Manufacturer narrative:
The insulin pump was received with cracked display window corner, cracked and bleeding lcd glass, reservoir tube, reservoir tube lip, broken belt clip slot, scratched lcd window. Unable to verify the bolus delivery due to lcd anomaly.

Event description:
It was reported that the insulin pump had a broken screen; nothing registered on the screen. The reported incident happened that night prior to the phone call and the customer's blood glucose was 97 mg/dl. At the time of the phone call the customer's blood glucose was 331 mg/dl because the device was not delivering insulin. The discontinuation of the insulin pump was advised. Nothing further was reported.